Event description:
It was reported that the target lesion was a restenosis of an unspecified stent in the mid circumflex artery. The xience stent failed to cross the previously implanted stent. During the crossing attempt, the xience stent dislodged proximally onto the shaft of the device. The device was withdrawn from the anatomy without issue and the procedure was concluded successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): indication for use. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.